Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8043062. Our records show that this is the only instance of a this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally our evaluation of the sample provided by your facility, determined that the most likely root cause is deformation from exposure to high heat and humidity during transportation or storage.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system had liquid in the packing. No serious injury or medical intervention was reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system had liquid in the packing. No serious injury or medical intervention was reported.